Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone xs / 2.4.2 / ios_16.5.1.

Event description:
It was reported that occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.